Event description:
It was reported that the patient with this right ventricular (rv) lead had experience several falls, and was exhibiting oversensing and pacing not delivered when required. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.